Manufacturer narrative:
Balt USA reference #(B)(4) conclusion of investigation pending analysis from legal manufacturer, balt extrusion. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all-post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market, which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "this incident has occurred in three separate procedures on the dates indicated in this document. Before proceeding, I would like to state that all device preparation procedures were performed correctly and in strict accordance with the manufacturer's instructions. The incident is described as follows: upon advancing the hybrid 7 guidewire through the magic 1.2 microcatheter, excessive friction was encountered, preventing further advancement of the guidewire through the microcatheter lumen. Upon withdrawal of the guidewire from the magic microcatheter, an accordion-like deformation effect was observed in the guidewire. This issue has occurred on four to five occasions involving different patients, on different dates, with different operators, and across different product lots numbers. We are returning some of the affected lots numbers for analysis, as well as the material currently in situ from the following lots numbers. Hybrid007d: 00637169/ 00632765/ 625211/ 631417, hybrid008d: 00635662, magic1.2f:00632044/ 00630264. Additionally, a hybrid 8 guidewire is being reported which was not introduced through a magic microcatheter, but rather through a catalyst catheter. This device demonstrated significant navigability issues and torsion upon itself, preventing advancement within the vasculature, despite the vessel segment having a relatively large diameter. The guidewire appeared to adhere to the vessel walls and generated considerable friction. These findings suggest a potential defect in the hydrophilic coating of the guidewires, both in this case and in the previously described hybrid 7 cases. Nevertheless, we are returning a magic microcatheter and will provide the corresponding lot numbers. However, according to the physician, the defect is clearly perceived in the guidewires rather than in the microcatheter." Incident report form submitted for this complaint indicates that no patient injury was sustained.